Event description:
It was reported that about one hour into a surgical trial, the generator stopped working. The unit was rebooted and the case resumed. No injury to pt reported.

Manufacturer narrative:
At the time of this report, the unit had not been returned for evaluation. As additional info becomes available, a follow-up report will be submitted.